Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to treat bg. Reportedly, the customer did not fill the cannula correctly during the load process. The customer changed the infusion set to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.